Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR number: 2938836-2017-24746. During a cardiac stress test, it was noted that the pacing interval decreased for several seconds. Technical support was contacted and suggested that the decrease in pacing was potentially due to t-wave oversensing. However, there is no evidence of any oversensing on the device. Further information was requested but no received.